Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet following a supply change, with insulin delivery resumed after guidance, and the user later disclosed a recent manual insulin injection and an unannounced meal despite believing it had been announced. Symptoms included elevated blood glucose to 332 mg/dl over approximately three hours without alerts for sustained readings above 300 mg/dl, and no acute health effects were reported. Outcomes included use of subcutaneous insulin by pen as back-up therapy, no ketone testing, and no medical intervention or assistance required. Investigation included troubleshooting and user education on proper meal announcement workflow and guidance to disconnect from the pump for two hours after manual injections to mitigate insulin stacking. Investigation of this case revealed that the high glucose was associated with a missed meal announcement and concurrent manual insulin dosing while on pump therapy, with no ilet alarms noted and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that user technique and therapy management contributed to the event.